Event description:
Olympus medical systems corp. (Omsc) was informed by the user that turbid water occasionally came out from the distal end of the device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. The watertightness was not maintained due to damage to the instrument channel due to external factors. The insertion tube, control section, universal cord, video cable, video connector, light guide connector, and video connector case were scratched by external factors. The insertion tube was wrinkled due to external factors. The angulation was insufficient due to the stretch of the angle wire. There was a problem inserting the endotherapy accessory into the instrument channel. Due to handling, there was a leakage from the light guide bundle, grip unit, up/down plate, and universal cord. The control section was corroded due to a leakage. The adhesive of the bending section rubber was chipped. The video cable was crushed due to an external factor. There was a leakage from the instrument channel due to the damage, so it is possible that water that entered the device from the damaged part came out from the distal end. However, the exact cause of the reported event could not be conclusively determined, because the device was not returned to omsc. The reported event was not attributed to the product or manufacturing, and omsc confirmed that there were no issues with device safety. Also, the reported event does not tend to occur frequently. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.